Manufacturer narrative:
The reported event of helix damaged was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be fully retracted and clogged with blood/body fluids. X-ray analysis found the inner coil at the connector region was over-torqued consistent with occurring at time of procedure. Regarding the event of lead dislodgment, after cleaning the blood off from the helix and applying torque directly to the inner coil, the helix could be extended and retracted meeting device specifications.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was revealed that the right ventricular lead had dislodged. It was noted during the repositioning procedure that the helix was damaged and could not be used. The lead was removed and replaced. The patient was in recovery.